Event description:
Physician performed a retropubic inside-out approach perforation of the bladder occurred. This occurred during trocar placement pts right side using long curve trocar.

Manufacturer narrative:
Evaluation: there was no device malfunction during the procedure. Device functioned according to specifications.